Manufacturer narrative:
Patient age: over 18 years old. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that pericardial effusion occurred. During a right ventricular mapping procedure the physician chose not to use fluoroscopy. An intellatip mifi oi temperature ablation catheter was selected, however it was noted that the catheter did not have the desired curve and was removed. No anomalies were noted on the device and the device was readvanced. Fluoroscopy was started. During mapping, there was blood pressure reduction and an increase of impedance values above 200 ohms. Then the non-bsc diagnostic catheters and intellatip mifi oi catheter was removed. An echography was performed and a slight pericardial effusion was noted. A cardiac surgeon proceeded with a pericardiocentesis. During the drainage, it was noted that patient¿s effusion was already coagulating and the outpouring blood volume was very limited. The patient's vital signs were returning to stable. After a second echography and monitoring the patient's conditions, it was decided to interrupt the pericardiocentesis and transferred the patient to the intensive cardiac care unit. No further patient complications were reported and the patient's status is stable.